Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded myopotential over sensing on the right atrial lead channel. Impedance tests were run while creating noise and they were stable. An atrial tachy response episode was reviewed and this was the only episode with noise. Impedances and pacing thresholds were stable within normal limits. It was discussed that for now could keep an eye on the patient. The pacemaker remains in service. No adverse patient effects were reported.